Event description:
It was reported that there was no image on bronchofibervideoscope. Additionally, error codes e216 and e315 occurred. This occurred during inspection for use. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: temporary contact failure between the electrical contact points of the scope connector and the system's electrical contact points, which was possibly caused by foreign objects being stuck. As a result, the image signal may have not been transmitted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.